Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one pt sample generated an initial architect c16000 calcium assay result of 2.98 mmol/l (11.92 mg/dl). The sample was retested with the following results: 3.43, 3.09, and 2.86 mmol/l (13.72, 12.36, and 11.44 mg/dl respectively). The customer then tested the sample on an architect c8000 analyzer and generated results of 2.14 and 2.06 mmol/l (8.56 and 8.24 mg/dl). The customer then ran a ten-point precision run on the c16000 analyzer with this sample and generated results of: 6.28, 3.67, 3.75, 2.20, 2.10, with the remainder around 2.0 mmol/l (25.12, 14.68, 15.0, 8.80, 8.40, with the remainder around 8.00 mg/dl). There is no impact to pt management reported. A service call was initiated.